Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. During the procedure, after the doctor suturing with suture, pressing the uterine floor as usual, and the suture broke. Causing the sheath and peritoneum that had been sutured to explode. It was found that the breakage was in the middle of the suture. Immediately changed another one to continue suturing, which extended the operation time and caused secondary suturing, causing serious damage to the patient. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone today. * please provide more details about the "serious damage to the patient." How was it treated? * was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. * if medication was required, please clarify if it was prescription strength. * did the prolonged surgery or the serious damage to the patient alter the patient's post-op treatment? * were there any patient consequences? --please refer to the event description, other information requested is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot vdbdkmw0 is invalid. Please provide the correct lot number d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d4 lot #. Additional information was requested, and the following was obtained: - could you please check the lot # vebdklwj? Since it is an invalid lot according to german quality data base. --received information as following from sales rep via phone today. Information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information received: after investigation, the patient was a 24-year-old woman who underwent cesarean section on (B)(6)2024. The operator used the suture (vcp345h) for sewing the rectus sheath and peritoneum during the operation. The suture breakage occurred when the operator routinely pressed the fundus after the sewing was completed. The operator immediately replaced a new suture of the same model (batch number vebdklwj) for sewing again. The subsequent operation went smoothly. The event resulted in an extension of the procedure time (exact duration unknown) and tissue damage (exact circumstances unknown) and no subsequent adverse events were reported.